Manufacturer narrative:
Section d5: operator of device corrected. Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: the reported event of damaged thread on the mobile power unit (mpu) (B)(6) patient cable was confirmed via testing of the returned product. The mpu was returned to the european distribution center (edc) and was evaluated and tested on 21jan2025. Upon initial inspection, the reported damaged thread was observed. The mpu booted up and functioned as intended. The patient cable was replaced, and the unit was returned. A root cause for the reported event was unable to be conclusively determined through this investigation. Additional findings included loose encasing of the patient cable and frayed red battery strap. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the black connector of the mobile power unit (mpu) appeared to cross thread when connected to the controller. The unit was removed from site and was pending return for repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.